Manufacturer narrative:
(B)(4)

Event description:
The complaint device was not returned for evaluation. The receiver data log was reviewed. The complaint of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available.